Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer experienced low blood glucose levels and hospitalization. Customer's blood glucose level was 24 mg/dl, they were shaking and they were admitted into the emergency room to be treated. Troubleshooting was performed. Customer alleged the insulin pump over delivered insulin since they only did one bolus delivery however the self test passed. Customer advised the auto mode feature was not active during serious injury. The insulin pump will be returned for analysis.